Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The caller didn't have equipment during call. At first the caller said the "wall charge isn't working, the charger isn't working, the antenna isn't working". The reason for call was caller reported patient was having issues with ins charging taking too long and ins not fully charging. Sometimes it took 3 days to get implant battery fully charged. Caller also said that while he was charging ins the patient had to constantly "mess with the plug on the outlet" and had to jiggle the plug around to ensure that he's still charging and he can't move while charging ins. Caller wasn't with the patient or the equipment so it was reviewed for patient to call back with equipment to troubleshoot. Troubleshooting was unable to be performed as caller wasn't with equipment or patient. Patient is going to call back with equipment to troubleshoot. No patient symptoms reported. Additional information was received. It was reported that in regards to the ins taking a long time to charge and couldn't charge to full there was a device issue. There was no known cause, no falls or traumas. The caller added that it was taking a while to charge sometimes the recharger would heat up and it would not charge the ins all of the way. It was noted the patient's manufacturer representative checked the patient's ins on (B)(6). The manufacturer representative was unable to get a reading on the ins, they usually saw a green light, and it was determined the issue was caused by the ins. The patient had a surgery scheduled for (B)(6) 2021 to replace the ins battery.